Manufacturer narrative:
(B)(4). No serious injury alleged. Malfunction alleged. The end user stated that her scooter stopped working. End-user was stranded and stated that chair tipped over in the past; bruising patient.

Event description:
The end user stated that her scooter stopped working on (B)(6). She claims she charged the chair fully and when she turns the key, it just blinks and it's not working.